Manufacturer narrative:
The sample was plasma. Per customer, calibration and qc result are normal. Customer did not report instrument issues or problems with other chemistries. Customer was running rf reagent lot m007324 and calibrator lot m905541. The system had been recently serviced and that this had not resolved the issue service was not dispatched since this is a reagent issue. Customer technical support sent a new lot of calibrator, and customer indicated results were acceptable with this calibrator changing reagent lots has resolved the issue. No additional service was required.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneous high rheumatoid factor results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous result was not reported out of the laboratory the initial sample was sent out to a reference lab for repeat testing and lower result was obtained. No impact to patient or to patient treatment occurred due to this event.